Event description:
It was reported that an unexpected cgm app shut-off occurred. It was indicated that the operating system for the smart device was not a supported system, which is misuse of the device. Data was evaluated and the allegation was confirmed. The probable cause was determined to be potential patient misuse as the mobile device lost power. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4)